Event description:
A patient who was implanted with miniarc, presented with recurrent sui about 4-5 months after the miniarc implant. She decided to have a sparc procedure. The physician found miniarc mesh in urethra. Additional information received on 8/10/09 indicates that the urethra was repaired and the sling was removed in 2009, and is scheduled for a bioderm pubovaginal sling.